Event description:
It was reported that the ventilator exhibited a disc/sense alarm upon start-up. The ventilator was not connected to a patient when the reported problem occurred. No patient harm reported.